Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument did not fire properly. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The lower cartridge cover was disengaged from the subject device and was not returned for evaluation. As a result, the cause for the reported condition could not be reliably determined.